Manufacturer narrative:
The product analysis indicates that the initial inspection of the handpiece confirmed the reported event of overheating. Inside the handpiece, the nose, collar, release collar, ball, o-ring, and bearing were rusty and corroded. The motor cable assembly did not pass electrical testing (protective earth resistance). The handpiece was cleaned. The motor cable assembly, nose, release collar, ball, o-ring, and bearing were replaced. Final checkout was completed. The handpiece was tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The one-minute pre-repair temperature test results at initial inspection are as follows: 26.4c at the rear, 32.8c at the middle, and 61.5c at the nose. The reported issue of overheating was confirmed and the handpiece was noisy while running. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece overheated. There was no patient injury.